Event description:
It was reported by a customer that on (B)(6) 2011, the fiber forward fired and the aiming beam came straight out of the fiber tip at 40,466 joules. Additional information reported by the customer was during set-up the aim test was performed and the beam was visible. During the procedure, the event occurred while inside of the patient. There were no observations leading up to the event. There were no error codes that were displayed on the console when the event occurred. The user did not experience any injury from use of the system. No patient injury was reported.